Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports of the same patient who reportedly required emergency medical care on separate occasions due to cgm inaccuracy. Related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This is 2 of 2 reports of the same patient who reportedly required emergency medical care on separate occasions due to cgm inaccuracy. According to a social media post for the "2nd event similar to the first event"), the patient stated that he presented to the emergency room after his estimated glucose value (egv) displayed 130 mg/dl while his bg measured 42 mg/dl. No additional event details were provided. Technical support was unable to identify a matching patient based on the social media username, and therefore no follow-up could be completed. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.